Event description:
It was reported the right atrial (ra) lead impedance was over 3,000 ohms due to a possible fracture. It was also reported the high ra impedance could be due to the device experiencing a set screw issue. The ra lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2008; product ID: 5076-58 implantable pacing lead implanted: (B)(6) 2008. (B)(4).